Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type: programmer, patient; product ID neu_ unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient¿s stimulator ¿worked perfectly¿ for a year but then they ¿suddenly started leaking badly in the morning when I stand up.¿ it was noted the patient had to wear protective underwear and they were trying to adjust their stimulation the morning of report and we having troubles. It was stated the patient was initially unable to feel stimulation and it was discovered that their implantable neurostimulator (ins) was off. The patient was assisted with turning their stimulation back on and the patient confirmed they could feel stimulation and adjusted it to a level where it was comfortable.